Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that when she tried to open the lid of a new creatine kinase (ck) reagent, she discovered that the reagent had leaked from the compartments b and c. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.